Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt235 infant dual-heated evaqua breathing circuit had a leak at the swivel y-piece. It was further reported that the swivel y-piece seemed to be inserted incorrectly and came apart easily. This was noticed prior to patient use.

Manufacturer narrative:
(B)(4). The complaint rt235 infant dual-heated evaqua breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt235 infant dual-heated evaqua breathing circuit had a leak at the swivel y-piece. It was further reported that the swivel y-piece seemed to be inserted incorrectly and came apart easily. This was noticed prior to patient use.

Manufacturer narrative:
(B)(4). The complaint rt235 infant dual-heated evaqua breathing circuit was not returned to fph for further inspection. Without the complaint device, we are unable to determine definitively the root cause of the reported fault. The two parts that make up the y-swivel are held together by a snap-fit, which has some inherent leakage that is detected and compensated for by the ventilator. All breathing circuits are pressure tested prior to leaving the production line, and those that fail are rejected. The subject rt235 infant breathing circuit would have passed the pressure test following production. Our user instructions that accompany the rt235 infant dual-heated evaqua breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarm."